Event description:
This patient in this report has had a total of 15 breaks with the 4.2 fr broviac lines. Line replacement was required to continue tpn infusions with each break. This has been reported to the manufacturer. We have not been able to identify a common cause for the line fractures.to make note, we began tracking our line fractures on broviacs. Following are the number of breaks during a 12 month period at this facility, sorted according to device size. Multiple patients were involved. Patients with line breaks required an additional line placement in order for their therapy to continue.2.7fr: 12 placed, 0 breaks4.2fr: 23 placed, 18 breaks6.6fr: 24 placed, 8 breaks7.0fr: 18 placed, 6 breaks====================== manufacturer response for broviac tunneled 4.2 french single lumen central venous line, bard access systems (per site reporter)======================spoke with the sales representative, he was not aware of any other problems.